Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's mother reported that they received motor error alarm and no delivery alarm. The customer's blood glucose was 600 mg/dl at the time of the incident. The customer's blood glucose was 380 mg/dl at the time of hospitalization. The customer's mother stated that they were on insulin drip and fluids. The customer's mother stated that they had ketones. The customer's mother stated that they were vomiting and lethargic. The customer's mother was not able to troubleshoot. The insulin pump will not be returned for analysis.